Manufacturer narrative:
The patient was having an optease vena cava filter removed from the inferior vena cava. The approach was made from the right femoral vein. A brite tip sheath introducer could not be inserted into the patient due to resistance/friction. After several attempts, the device was checked, and the distal end of the sheath was found frayed. Another product was used to complete the procedure. There were no damages noted on the outer box or inner pouch of the sheath prior to the procedure. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15207921 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product was not returned for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was having an optease removed from the inferior vena cava. The approach was made from the right femoral vein. A brite tip sheath introducer could not be inserted into the patient due to resistance/friction. After several attempts, the device was checked, and the distal end of the sheath was found frayed. Another product was used to complete the procedure. There was no patient injury reported.